Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump was alleging under delivery and user experienced a high blood glucose of 300 mg/dl to 400 mg/dl. Customer was treated with syringe. The user alleged the insulin pump was under delivering insulin due to he has not been able to control his blood glucose with the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Drive support cap was normal. The insulin pump will be returned for analysis.